Event description:
Customer reported that she has been receiving no delivery alarms. Customer stated that she changed her infusion set and received a no delivery alarm. The issue was resolved by disconnecting and reconnecting the infusion set and reservoir. Customer was advised to disconnect at the quick release and perform manual prime; insulin did exit. She was advised to remove the set and examine the cannula; the cannula was not bent. Customer stated that the cannula seems long and would like to try a shorter cannula. Blood glucose value was 305 mg/dl; current value is 241 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.